Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was used during a procedure performed on (B)(6) 2013. According to the complainant, the dilator separated from the sleeve outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned complaint sample shows the dilator separated from the sleeve. At the joint with dilator, the sleeve appears stretched and torn. The reported failure is confirmed. Follow up information confirmed that the event occurred outside the patient and that no parts of the device detached inside the patient. A review of the device history record did not yield any manufacturing related issues which might have caused or contributed to the reported event. Product analysis confirmed that the dilator separated from the sleeve. There is evidence of sleeve stretching before tearing which is indicative of excessive force used. While the need for excessive force is not known, the procedural steps of the procedure call for pulling mesh/sleeve assembly from the vaginal incision through the abdominal incision. A review of all available information indicates that this complaint is associated with a bsc product which meets design and manufacture specification but due to procedural factors performance was limited. The most probable root cause of the event is, therefore, operational context.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was used during a procedure performed on (B)(6) 2013. According to the complainant, the dilator separated from the sleeve outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.